Manufacturer narrative:
The pump was received with a blank display and a constant tone alarm due to moisture damage on the electronics. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, or displacement tests due to the blank display. The pump had a cracked display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call indicating that son insulin pump had blank display. Customer's blood glucose at time of incident was 259 mg/dl. Customer was calling back after receiving a new battery cap. Customer stated they had a totally blank screen and random alerts. Customer was advised that pump will need to be replaced. Customer declined to troubleshoot for audio/beep anomaly.